Event description:
It was reported via voluntary medwatch that the right atrial (ra) lead exhibited low out of range pace impedance, and. Most recently atrial under-sensing was noted via review of electrocardiogram. The atrial capture was not able to be confirmed. Device reprogramming was made. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch received: mw5155923. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.